Event description:
The patient reported that stimulation is no longer covering his pain after falling on an ice block and hitting the ipg. The patient underwent an ipg explant and a pocket revision. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Patient's weight not available. Device was returned for analysis. The findings concluded that the device exhibits normal device characteristics. This is a final report.